Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) due to a difference in diopter size. The difference in the diopter was stated to be caused by a previous corneal transplant. The original lens, a za900 10.5d, was implanted (B)(6), 2012. This intraocular lens (iol) was explanted and replaced with an ar40m -6.0d intraocular lens (iol). It was reported that the physician re-opened the previous incision during the procedure. Patient was stated to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4) - removal and replacement of intraocular lens.the returned lens was inspected at 10x microscope magnification which illustrated a large cut in the optic and both haptics were detached from the lens. This condition may be a consequence of the lens explant process. In addition, lens has surface residuals adhered to both sides of the optic body, which are compatible with handling the lens after it was explanted. The lens was inspected for optical properties and showed that the lens diopter was within specification.prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted.